Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was identified prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 09, 2018 - may 10, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.